Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's pacemaker presented in backup vvi mode for an unknown reason. The device was explanted in a procedure on 13 dec 2023. Post-procedure the patient was stable.